Manufacturer narrative:
The insulin pump was received with no vibration during the self-test due to a broken vibrator motor wire (black). The unit also had a minor scratched liquid crystal display window.

Event description:
The customer reported via phone call that the insulin pump did not vibrate as it should. The customer stated that he could not hear it when it sounded so he needed the vibrate function to work. The customer did not know the blood glucose reading. He stated that the insulin pump did not vibrate when he pressed the act button after using the up arrow button to set an easy bolus amount. He stated that the battery was not low and that he recently changed the battery. Upon troubleshooting, the insulin pump did not vibrate during the self-test. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.